Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 2 or to the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The totally occluded, 13x4.2mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to post dilate the lesion; however, upon the first inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.